Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of "low" on glucose monitor. Suspected cause was due to the customer inputting the incorrect correction factor setting. Customer consumed carbohydrates were address low bg. Tandem technical support guided the customer through correcting the correction factor to address the event.